Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 clarifier- use after expiration.

Event description:
It was reported that the procedure was performed in the mid left anterior descending (lad) with mild tortuosity and calcification. An expired pressure wire x device was used. There was no adverse patient effect reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that the procedure was performed in the mid left anterior descending (lad) with mild tortuosity and calcification. An expired pressurewire x device was used. The expiration date of the product is important for the sterility, efficacy, and performance of the device. In this case, there were no reported device issues and no adverse patient effects reported. It should be noted that the pressurewire x instruction for use references the ¿use by¿ date symbol which is available on the product label to indicate the product expiration date. The expiration date for this device was 05-31-2024, indicating that the device was used approximately 3 months post-expiration. The expiration date of the product is important for the sterility, efficacy, and performance of the device. The investigation determined that using the expired pressurewire was user related. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.